Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, approximately 15 minutes later, the integrated electrosurgical unit (iesu) "[erbe]" generator experienced a technical failure during normal clinical use. As a result, bipolar instruments were unable to deliver energy. The iesu generator displayed error codes. The customer attempted to use another generator that was not compatible with the system and conducted telephonic consultation with intuitive surgical inc. (Isi) field services engineer (fse), the iesu generator did not function after the remote help. Due to the inability to continue robotically, the surgeon decided to convert to laparoscopic procedure. The patient tolerated the laparoscopic conversion; however, an additional utility incision had to be made on the patient.

Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the isi fse went on-site and performed a technical inspection of the integrated electrosurgical unit (iesu) "[erbe]" generator. The fse replaced the generator resolve errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.